Event description:
It was reported that during the permanent implant procedure, the physician advanced the needle too far which led to a wet tap. The physician was able to finish the procedure placing two leads in the epidural space and then performed a blood patch at the end of the surgical case. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).